Event description:
Rn went to heparin lock patient's port after vancomycin. This rn noticed patient's port site was reddened with edema. Patient's mom stated the patient has been accessed for the past 6 months and she has "had lots of problems with it" such as "leaking from the site." The port was de-accessed and a cold compress applied. Patient currently has a PICC. This was the first infusion of this inpatient admission and mom expressed this had been happening at home as well. Port was in longer than 5 years. Port removed and replaced.